Event description:
On (B)(6) 2009, the pt stated the blue rubber casing on his insulin infusion device is cracked near the up/down buttons. He stated he can lift it up and see the mechanics of the buttons. He said the rubber is wearing off on other parts of his device. He said he first noticed the issue 5-6 months ago. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.